Manufacturer narrative:
The user started receiving sensor replacement alert on (B)(6) 2025, day 71 after insertion. In-house testing of sensor showed that the sensor is chemically underperforming from all its 4 sensing areas which was confirmed during review of the in vivo raw sensor data. A review of the raw sensor data showed transient optical instability in all 4 sensing areas, however, this could not be reproduced during in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The observed instability is potentially related to the in vivo state of the sensor hydrogel. The user was offered a sensor replacement as a resolution. B4. Date of this report 27 july 2025 g3.date received by the manufacturer? 27 july 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 april 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.to further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.